Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they met the patient yesterday ((B)(6) 2024) with the healthcare provider. Rep noted connections are fine and impedances are well within range. Rep reported x-ray shows the leads had not moved and the patient had not lost any weight. Rep reported they did some reprogramming and will continue to monitor the situation, but nothing else needs to be done at this time, and the system is working as it should.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they got a feeling that their device became disconnected and they changed the settings from 1. 4 to 2. 4 and they got no difference. Patient stated they should have been going crazy with the amount of stimulation but they got nothing and the device itself felt like it had rotated 90 degrees. Patient noted the implant was in their back and they went to rub it because it felt funny and it was bulging out. Patient was able to rub the implant a little bit and it seemed like it fell back into place. The patient was redirected to their healthcare provider to further address the issue. Patient service sent email to the reps for visibility. Pt stated they did not know who their managing doctor was.